Event description:
The customer reported getting a button error alarm. The caller mentioned that if she does not receive the replacement within twenty four hours, she may end in the hospital. The customer was vacationing at time of call and was expecting to receive the new insulin pump in two to three days. The customer was contacted to let her know that there has been a delay in the delivery of the device, but the customer was upset and stated that she will have to visit the hospital the next day to seek treatment. The customer was contacted once again to inform her about the shipment of the replacement. The customer mentioned that she is pregnant and had to use a lot of extra medications due to the situation. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
No cosmetic damaged noted on the pump.